Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, when the existing right ventricular (rv) lead connector was placed into the header of the device and the setscrew was turned and made an appropriate click, the header would not hold the rv lead. It was noted that the rv lead could not pass to the end of the socket. The physician suspected an issue with the setscrew in the header that is meant to secure the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.